Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin, tienam and penicillin (doses, frequencies, duration and routes not reported) as anti-inflammatory treatment for peritonitis. The patient was recovered from this peritonitis event. On an unreported date, pd therapy was withdrawn (during treatment). No additional information is available as the reporter declined to provide any further information.